Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's drive support cap was protruding. Blood glucose level on the morning of the call was 168 mg/dl. Customer stated that she dropped the insulin pump and the drive support cap was pushed back inside. The insulin pump was not replaced or returned for analysis.